Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in pact admiral was used to treat the superficial femoral middle. Approximately 16 months post procedure patient suffered high-grade stenosis sfa (superficial femoral artery) right. Due to high grade stenosis sfa origin(in-stent), as well as in mid sfa (tl) and an occlusion of ata (anterior tibial artery). First hospitalization for sfa treatment 2nd hospitalization for ata treatment. Patient recovered.